Event description:
During a follow-up, decreased sensing was observed on the right ventricular (rv) lead. An x-ray was performed and the rv lead was found to be dislodged. A revision procedure was performed. The rv lead was capped and replaced to resolve the event. The patient is stable.

Event description:
Additional information was received that there was no undersensing or oversensing observed on the right ventricular (rv) lead.